Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains testing, visual analysis, system risk analysis (sra) and concomitant product evaluation. ¿ trending analysis by lot number was reviewed from 10/01/2016 to 03/30/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ the product was not returned; therefore, no visual analysis was performed. However, a photograph of the chemical indicator strip was provided by the customer. The photograph showed the strip was partially orange and partially red. ¿ functionality testing was performed with thirty (30) ci strips from the retains product. All thirty (30) strips met specification for color change from sterrad processing. ¿ concomitant product evaluation was not performed since this was an isolated incident; there were no issues with incorrect color change prior to this event and none since. There was insufficient information to determine an assignable cause since the product was not returned for evaluation, process specifications were met before the release of the product and lot history review showed trending not exceeded. Functionality testing was performed and all retains ci strips met specifications. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was released for use on patients since the cycle had completed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.